Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and product release decision control sheet of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the 6fr angio-seal sheath and dilator were inserted into the arteriotomy site, the physician met some resistance. He kept trying to advance, however was unable. When he removed the sheath and dilator, the tip of the dilator was kinked as well as the wire. Therefore, he aborted deploying the angio-seal device and manual compression was then held. The procedure performed prior to the use of the angio-seal device was a y-90 mapping case. The vessel was reported to have no plaque/calcium near the arteriotomy site. The patient was reported to be in stable condition. There was no patient injury/medical or surgical intervention required.